Manufacturer narrative:
(B)(4). The customer reported that the device would not pass the opcheck. There was no report of patient impact or involvement. Philips evaluated the device and reproduced the reported symptom. Software was reloaded to resolve the symptom. We will consider this a malfunction related to corruption of the software on the device.

Event description:
The customer reported that the device would not pass the opcheck. There was no report of patient impact or involvement.